Event description:
It was reported that the patient expired. The cause of death was unknown; reported to be unrelated to implanted system. The pump contained morphine sulfate 20 mg/ml at a daily dose of 3.5 mg; lioresal 0.15 mg/ml; bupivicaine 10 mg/ml.

Manufacturer narrative:
.